Manufacturer narrative:
(B)(4).

Event description:
A report was received that during an implant procedure, the patient stopped breathing and the case was aborted. It was also noted that the patient underwent an explant procedure wherein the leads was removed because it was contaminated. The reason for the patient to stop breathing was not device or procedure related. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to initial MDR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Sc-1200 (sn:(B)(4)) device evaluation indicated that no analysis is required, there is no alleged failure against the returned device.

Event description:
A report was received that during an implant procedure, the patient stopped breathing and the case was aborted. It was also noted that the patient underwent an explant procedure wherein the leads was removed because it was contaminated. The reason for the patient to stop breathing was not device or procedure related. The patient was doing well postoperatively.

Event description:
A report was received that during an implant procedure, the patient stopped breathing and the case was aborted. It was also noted that the patient underwent an explant procedure wherein the leads was removed because it was contaminated. The reason for the patient to stop breathing was not device or procedure related. The patient was doing well postoperatively.